Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 04.610.116s, lot # 8l01593, release to warehouse date: 09apr2021, (B)(4).   A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2021, four (4) 4.0mm ti quick lock cancellous screws could not be mounted onto the screwdriver. This made insertion of the screws into the plate difficult. The procedure was successfully completed. There was no patient consequence. There was a surgical delay of five to ten minutes. There is no further information available. Concomitant device reported: unknown plate: spine (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 4.0mm ti quick lock cancellous screw self-drilling 16mm. This is report 1 of 4 for (B)(4).